Manufacturer narrative:
This lead will be returned, and upon analysis, this report will be updated.

Manufacturer narrative:
Upon receipt at the boston scientific post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted that the coils were kinked. The stylet could not be passed through the kink. Resistance tests showed all conductive paths to be within specifications. No conductor fracture was found. Pressure tests were completed to assess lead electrical performance and insulation integrity, and puncture holes were found in the insulation. This damage appeared to be from a grabbing tool. All damage found may have been the result of handling.

Event description:
Boston scientific received information that during the implant procedure, the physician experienced difficulty placing the right atrial lead in the desired position. The physician noted a deformity on the lead and felt it was not safe to implant. A lead fracture was suspected and this lead was not implanted. No adverse patient effects were reported.